Event description:
It was reported that an ilet pump with a broken screen was not in a condition where insulin delivery and meal announcements were reliable, and the patient was advised to use backup therapy and shut down the device via menu > settings > other > shut down. Symptoms included no adverse clinical symptoms reported. Outcomes included no reported medical intervention or change in clinical status. Investigation included a review of manufacturing and service records and a request for device return for evaluation. Investigation of this case revealed that the reported screen damage was consistent with a mechanical damage to the display assembly. It was concluded that the event was related to physical damage to the device and not a manufacturing defect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.